Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, the customer reported that the device powered on after swapping the power management board; however, it could not be confirmed a replacement part was installed, and if the device was returned to service. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer requested the part number for a replacement power management (pm) board. The customer was provided with the part number, and the record was closed with no further details regarding the request for a replacement pm board. A follow up was performed with the customer, and it was reported that the v60 ventilator would not power on. The customer reported that a battery recharge was performed, but the issue was not resolved. The battery was also replaced, but the device would still not power on. The customer then reported that after swapping the pm board from a different ventilator, the device was able to power on. This investigation is ongoing.

Manufacturer narrative:
H6 codes corrected per last information submitted.